Event description:
Account reports two incidents in which the "port snapped off." Upon further conversation with the rptr, it was discovered that the injection site had separated during removal of a needle lock device. Rptr stated reported device was on a central line, there was "bleed out," however, no negative outcome to pt.